Event description:
A home pt contacted baxters technical service center regarding a system error 2240 message that appeared on the display of the home pts homechoice machine during dwell 2/5 of their automated peritoneal dialysis therapy. Reportedly, a supply bag became disconnected from the supply line of the homechoice set for an unk reason. Baxters technical service center assisted the home pt in ending the therapy early. Therapy was discontnued for the evening. No pt injury or medical intervention was associated with this incident per home pt.